Manufacturer narrative:
Only the ligator head was returned for analysis with residue present indicating use. A visual examination of the ligator head found all seven bands were present with first four bands moved out of position. The fourth band was caught under other bands. The ligator teeth were damaged and the suture was broken with a portion still attached to the ligator head. Given the event description and condition of the returned device, there isn't enough information available to determine what caused the reported failure.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, when the physician was releasing the bands during procedure, the fourth band released instead of the first band. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, when the physician was releasing the bands during procedure, the fourth band released instead of the first band. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.